Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for an ablation procedure. Prior to procedure, it was noted that the right ventricular lead had no capture. The lead was explanted and replaced. Patient was stable post procedure.

Event description:
New information noted that the patient had a perforation during procedure. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: (B)(6).